Event description:
It was reported that a homechoice presented an unknown system error during dwell two. The patient was connected at the time of the event. The technical service representative (tsr) was unable to troubleshoot the alarm as the home patient (hp) had already ended therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1999. The device will not be returned for evaluation. A device history record review was performed, and did not reveal any manufacturing issues related to the reported condition. A service history review revealed that there were no previous service events related to the reported issue. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.